Manufacturer narrative:
Report number: 1038671-2022-00183 d10: concomitant devices: serial #: (B)(6), category #: 200-02-29 - three peg patella 29mm, serial #: (B)(6), category #: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, serial #: (B)(6), category #: 204-34-02 - fluted stem extension 25l x 14 mm, serial #: (B)(6), category #: 02-010-01-0225 - logic femoral ps cem left sz 2.5, serial #: (B)(6), category #: 204-70-00 - tibial stem ext. Screw, the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports:1038671-2022-00183 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification that a patient, initial left knee implanted with an optetrak insert made of polyethylene on (B)(6) 2015, underwent a revision procedure on (B)(6) 2021, approximately 6 years 3 months post the initial procedure. Patient experienced prothesis wear, loosening, osteolysis, ambulation or postural difficulties and pain. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.